Manufacturer narrative:
Patient identifier not available from the site. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, during a sacroiliac and thoracolumbar procedure, the imaging system was imprecision 1mm to the left. The imaging system was re-calibrated and was immediately imprecise. The surgeon took into account the amount of imprecision and proceeded. The procedure was completed with the use of imaging. There was a delay of less than 1 hour. No known impact on patient outcome. No additional information was provided.